Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap and the metal cap are detached; the metal cap without the distal glass cap was returned; the metal cap exhibits severe char; the fiber proximal to fracture can rotate independently of metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure @ 119,847 joules of use and 14:44 minutes, ¿repeated flashing¿ and the ¿tip came loose¿ were observed. The fiber was exchanged and the procedure was completed with a second fiber. Patient outcome: "ok".